Event description:
The customer reported that when their rn administered im immunization to the patient, some quantity of it appeared to leak out of the connection between the needle and syringe. Upon closer inspection, there appeared to be a fine hairline crack on the base of the needle (hub).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h6 evaluation codes. Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.